Event description:
During a recent surgical procedure outside the us, an expired eq+ bone-screw device packaging was inadvertently opened. On removing the pouch from the unit pack carton, the outer pouch was found to be not sealed correctly. Upon peeling the outer pouch, the inner pouch was found to be sealed and intact, maintaining the sterility of the device. The inner pouch was then peeled and the screw accidently fell to the floor. The screw was not used for this procedure. A current stock portland bone screw was used to complete the surgery.

Manufacturer narrative:
Investigation of the incident revealed that the distributor had failed to remove expired stock, which was on consignment at the health care facility. The identified lot from the incident was manufactured by portland during july - sept 2007 with a 1-year shelf life. These expired lots are no longer in the field. The distributor, who operates outside the u.s., has been duly informed and all expired stock has been returned to portland orthopaedics. Expired lots within the u.s. Are under the control of portland orthopaedics and have not been distributed. The current lots have been manufactured since february 2008 to date. From in-house (unreleased to the field) stock lots, 50% of all devices have been visually examined, including the 100% examination of the certain lots of the longest bone screws (which would be most likely to have a packaging issue, due to their size), and have been found to be free from any packaging defects in conforming to the validated packaging processes and specifications. Preliminary examination of the largely manual packaging process used for the inner pouch of the bone screw appears to point to human error as being the cause of the failure. Modifications to the sealing machine, including improved procedures and training are recommended as preventative measures. Since the introduction of the equator plus system to the market in 2007, 410 cases have been completed with 360 bone screws being used. The current incident is the first and only one identified due to a packaging issue. From an examination of current manufacturing lots, it would appear that tissue was limited to the initial manufacturing lots, which are no longer in the field.